Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 218 mg/dl, but the insulin pump went into threshold suspend mode. The customer did not exhibit any symptoms of low blood glucose. He was unable to obtain the sensor glucose reading but reported that the alarm was triggered even though the blood glucose was above the suspend threshold limit. Nothing further reported.